Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, an enterprise2 4mmx23mm vascular reconstruction device (product code: encr402312, lot number: 9246448) was being advanced to the target position and beginning to release, but the distal markers of the stent converged and could not be opened. The physician retracted and attempted to redeploy the stent, but the distal markers still failed to open. Both the stent and the prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31561631) were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or clinical symptoms as a result of the event. Additional event information received on 09-dec-2025 indicated that there was no resistance during advancement of the device that resulted in cerebral target loss. There were vessel or aneurysm factors that may have contributed to the incomplete expansion, circuitous. There was no additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was no procedure delayed/prolongation due to the event. There was no alleged product malfunction with the prowler select.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization procedure, an enterprise2 4mmx23mm vascular reconstruction device (product code encr402312, lot number 9246448) was being advanced to the target position and beginning to release, but the distal markers of the stent converged and could not be opened. The physician retracted and attempted to redeploy the stent, but the distal markers still failed to open. Both the stent and the prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31561631) were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or clinical symptoms as a result of the event. Additional event information received on 09-dec-2025 indicated that there was no resistance during advancement of the device that resulted in cerebral target loss. There were vessel or aneurysm factors that may have contributed to the incomplete expansion, circuitous. There was no additional intervention performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was no procedure delayed/prolongation due to the event. There was no alleged product malfunction with the prowler select. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the detached stent was noted visibly deformed with bending of the stent body, most notably the middle area where some struts were noted to be broken. No fractures were observed. The customer complaint is confirmed based on the damage of the stent which prevents all markers from flaring outward. A root cause of the issue described by customer cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. The stent detachment is not considered related to the encountered issue. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9246448. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.